Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) touchframe panel; the ventilator passed self-testing.

Event description:
Report received of a ventilator with a blocked screen. The patient was removed from the ventilator and transferred to another ventilator. There was no harm to the patient as a result of the event.